Event description:
In 2007, a clinical incident involving a super turbovac arthrowand was reported to arthrocare corp. During an arthroscopic subacromial decompression procedure of the right shoulder, the patient was reported to have sustained burn resulting in severe blisters at various stages. The burn measured approximately 2 cm across and 8 cm in length. The burn was treated with jelonet and gauze. The burn later required debridement of necrotic tissue as part of treatment. The patient was reported to be healing well. It is unknown if the suction was connected and used during the procedure.

Manufacturer narrative:
The burn was initially assumed to be a chemical burn and the device was discarded following the procedure. The hospital is not sure what was the cause of the burn and was not able to confirm if the suction line was connected and used during the procedure. The instructions for use for the device has the following warning: "for wands with suction, failure to attach the suction adapter may cause thermal injury to the physician or patient." The physician has requested the hospital staff should undergo additional training for the specialist equipment. Since the device was not returned for investigation, a complete investigation cannot be performed. The lot history record for this device was reviewed. The device met all product specifications. No conclusion can be made.